Event description:
Report received of posible intrathecal mass. Follow up with hcp revealed pt experiencing progressive weakness and numbness in legs over last 6 months. Pt also had perineal sensory complaints. MRI revealed mass at t11. Mass resected. Pt has a long term care plan in place.